Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The caresite sample was returned connected and taped to a teva adapter. Visual examination of the returned valve noted several vertical cracks on the female threads. No other visual defects were noted. The valve was pressure tested per specification with failing results. Leakage was spotted at the vertical cracks found on the female threads. The reported defect has been confirmed through visual and physical testing. The house retain samples were visually evaluated per specification with passing results. The retain samples were also tested for leakage per specification with passing results. Although the reported defect was confirmed, the exact root cause could not be determined at this time. Although the exact root cause is not known, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer states that the product leaked and the patient was exposed to 5fu. The leak is occurring between the caresite lad and the on guard luer lock adaptor.